Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was saline residue in the suction tube indicating the device had been used. The suction tube was deformed at the location of the clamp. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the pulsing was erratic. There were periods where it was not working. The staff removed the cable and replaced it, but that did not correct the fault. They opened another coolpulse to finish the procedure. No delay. No ae to patient.